Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a module was programed to infuse over 90 minutes. The infusion completed in 15 minutes. There was no report of patient harm.